Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 600s mg/dl). Insulin injections were administered and periodic 1 unit boluses were delivered to address bg. Infusion set and cartridge were changed multiple times. A new vial of insulin was used. Bg lowered. Pump system check was performed with tandem technical support; pump was found to be functioning properly. Recommendation was made for customer to discuss event with a healthcare provider.